Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels of 32 mg/dl. It was also stated that the paramedics were called on another occasion due to unk low blood glucose levels. It was stated that the customer lost consciousness while on the phone with his mother prior to the arrival of the paramedics. Nothing further was reported.